Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on this left ventricular (lv) lead resulting in pacing inhibition. Technical services (ts) was consulted, and this lv lead was noted to be located in the left bundle branch. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.